Manufacturer narrative:
This is a report of a use error where the patient only changed the homechoice cassette and did change the solution bags resulting in a leak. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred while the patient was connected. The patient stated they only changed the cassette and some of the solution leaked out and now all the bags were empty. The technical service representative (tsr) explained the alarm and explained that anytime that bags are connected and you want to change the cassette, you need to change the bags as well. The tsr advised they would need to end the therapy and to start over with new supplies. The patient stated that they did not notice any damage to the cassette and that the leak was due to their disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.